Manufacturer narrative:
Product code (d2b) - additional product code qon. UDI for concomitant product, neurostimulator: (B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator only experienced benefit from the device when the stimulation was set at a level that caused painful and uncomfortable stimulation in the leg and foot. It was noted that the patient felt undesired sensations with stimulation. When the stimulation was turned down, no therapeutic benefit was achieved. Multiple reprogramming attempts were made without success. Both the ins and lead implanted were removed and replaced with a new system. The patient reported seeing improvement in their symptoms and did not feel any stimulation in the leg or foot during recovery and was scheduled for a follow-up appointment. There were no additional patient complications.